Manufacturer narrative:
Device discarded by hospital. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be confirmed. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely caused by the calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
In this case, it was reported that the pulmonary valve was explanted after an implant duration of approximately 7 years due to stenosis and calcification. Per the op report, the patient had rv to pa conduit stenosis. A new edwards conduit was implanted. The patient was rewarmed and weaned from cardiopulmonary bypass in a normal sinus rhythm on a minimal amount of inotropic support with excellent hemodynamics. There were no operative complications. Of note, the surgeon indicated that there was no malfunction of the explanted device.